Manufacturer narrative:
Product analysis: the damaged case and hanger were confirmed. The device failed the atrial pace pulse noise test. The main printed circuit board (pcb) was found to be at fault. Output connector assembly was found to be broken. Display wire was found to be pinched, with insulation intact. Display flex cable was found to be damaged. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a damaged battery drawer. It was further reported that the epg's hanger required replacement. The epg was returned for service. No patient complications have been reported as a result of this event. On (B)(6) 2019: the epg tested out-of-specification on analysis.

Manufacturer narrative:
Failure analysis was performed on the main board. Visual inspection: no anomalies. Benchtop analysis: assembled into a golden unit. Ran on automated test console. Failed atrial pulse noise test, 167.07 mv. Measured atrial pulse noise is within the requirements of the atrial pulse noise test (0-100 mv). Measured atrial pulse noise on the bench at 48.88 mv. Logs analyzed, no anomalies. Confirmed unit fails atrial pulse noise test, but atrial pulse noise level measured is within device specifications. Conclusion: no defect found. If information is provided in the future, a supplemental report will be issued.